Manufacturer narrative:
Due to the product not being returned, a proper evaluation could not be performed. Product was pulled from stock and evaluated. No discrepancies with the product/sheath was noted. The IFU states "while removing the balloon catheter, carefully hold sheath in place, ensuring its position has not change," if the product is returned at a later date a proper eval will be conducted at that time and a follow up report will be sent to the FDA.

Event description:
"Sheath was left in patient in error by surgeon as when it was inserted, it went below the pt's skin, and the wound was closed and dressed. Surgeon remembered and rang back the or. This was a near miss-doctor recommends that the product should have a tag/suture material attached to avoid future risks. The pt is fine."